Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. The insulin pump was not working. The auto mode feature was inactive at the time of event. Customer blood glucose was 600 mg/dl at the time of incident. Customer was treated with insulin drip and insulin pump for high blood glucose. Customer was using insulin pump for 48 hours at the time of event. Customer stated symptoms related to high blood glucose that was nausea, feeling sick or unwell and increased thirst. Customer ketone test was positive. Customer alleged that the insulin pump was under delivering as customer blood glucose was increasing. No further complications were reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Customer returned pump for an alleged blank display, possible under delivery and was hospitalized for high bgs and dka found on 02-nov-2022. On (B)(4), svn#: 000312086160 - customer returned pump for an alleged infusion set leaking anomaly and high bgs found on 29-nov-2020. On (B)(4), svn#: 000311241032 - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on 13-may-2020. Unable to confirm infusion set leaking anomaly due to pump received without the original infusion set. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The original battery cap locks securely into place. The pump was received with a depleted energizer max alkaline battery installed. The pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify possible under delivery, no delivery alarm/occlusion alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. In further full review of the pump history/traces on the event date of 02-nov-2022, there was no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 60.2 u. 11/02/2022 07:44:40.000 normalbolusdelivered normalbolusamountprogrammed = 25 bolusamountdelivered = 25 11/02/2022 11:22:40.000 normalbolusdelivered normalbolusamountprogrammed = 17.6 bolusamountdelivered = 17.6 11/02/2022 13:31:14.000 normalbolusdelivered normalbolusamountprogrammed = 17.6 bolusamountdelivered = 17.6 there was no no delivery alarm/insulin flow blocked alarm was recorded in the formatted history file for the event date of 13-may-2020. However, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 05/12/2020 11:18:14.000 during bolus delivery. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 02-nov-2022. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms on 12/21/2022 20:40:40.000 to 12/21/2022 20:52:00.000, 12/21/2022 21:03:28.000 to 12/21/2022 21:47:00.000 12/21/2022 22:31:11.000 12/21/2022 22:41:00.000 12/22/2022 00:15:33.000 to 12/22/2022 00:28:00.000 12/22/2022 07:43:10.000 and 12/22/2022 07:43:31.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, vibrator assembly reservoir compartment and battery compartment noted. Force sensor zero offset within specification (22.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. A cracked retainer¿and a cracked reservoir tube lip were confirmed. Blank display was not confirmed. Unable to verify customer alleged for high bgs and dka. Unable to verify no delivery alarm/occlusion alarm, possible under delivery and perform the required testing due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Customer alleged for infusion set leaking anomaly, possible under delivery and no delivery alarm/insulin flow blocked alarm were unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.